Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump was shutting off. Customer also stated she fell asleep on the device and it was making noises. An alarm was found in the history and it the device may have gone through a self test. Customer was assisted in resetting the date and time on the device and it was found that her basal rates were retained. Customer was advised that if the blank screen or self test issues were to occur again to remove the batteries and that it could take two to eight hours for electrostatic discharge to dissipate out of the device and that reinserting the batteries should resolve the issue. The customer will not be returning the device for analysis.